Manufacturer narrative:
The complaint component was returned and analyzed. No malfunction was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders performed within specifications. When functionally tested the pump did not pass the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The pump also did not pass the inflation test; the pump was tested twice. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered 'cause not established'. This complaint investigation conclusion code is utilized for when the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was returned without allegation following its attempted implant. The anatomy was fibrotic requiring the use of an alternate device. There were no patient complications. Analysis of the returned ipp was later completed.